Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. There was no oversensing noted. The cause for the noise was not determined. The decision was made to surgically abandon and replace this rv lead. No additional adverse patient effects were reported.